Event description:
Caller reported a malfunction on the pump, noted by the appearance of malfunction code malf 12. There was no reported adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.